Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that a pair new message occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into an unknown insertion site on an unknown insertion date. The probable cause was determined to be the mobile device losing power which led to signal loss. The reported event of a pair new message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.